Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The reported patient effect of stenosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use (eifu), as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure.

Event description:
Patient ID: EU (B)(4). It was reported that on (B)(6) 2023 one 5.0x40 mm absolute pro stent was implanted in the superficial femoral artery. On (B)(6) 2023 restenosis of the stented segment was identified. This was successfully treated with atherectomy and percutaneous transluminal angioplasty using a drug coated balloon (dcb-pta) on (B)(6) 2023. Another restenosis of the stented segment occurred on (B)(6) 2024. The restenosis was treated successfully with dcb-pta and implantation of an absolute pro stent on (B)(6) 2024. No additional information was provided.